Manufacturer narrative:
The event occurred in the us. It was reported in november 2018 that the customer had an hls set with a puncture in the sterile barrier. However, they no longer had the original packaging the hls set was shipped in. At the time the ssu (sales and service unit) did not registered that this could be caused by the contents inside the hls set pack because no any previous issues reported nor had we issued the recall in 2020 affecting only certain lot numbers. It was interpreted by the ssu that this as an issue being caused by the shipping carrier. The customer had asked for a return credit but they were requesting this more than 30 days after receiving the product and they no longer had the original box that it was shipped in, so the ssu told the customer it was not eligible for credit based on our returns policy. On (B)(6)2022 the ssu was contacted by the customer after receiving the most recent recall notification (ongoing fsca). The customer was not able to use the circuit after the puncture to the sterile barrier was noticed and saved it after it had expired. The customer provided a picture and requesting a credit for this hls set because they believe the puncture to have been caused by the contents inside the hls set. The affected hls set with lot#70125812 was produced in june 2018 and was expired in june 2020. As the reported failure in 2018 was misinterpreted by the ssu and the customer reported it again on (B)(6)2022 therefore this complaint has just been opened. The hls set was not used. No harm to any person has been reported. Maquet cardiopulmonary is aware of a similar complaint which was investigated in the getinge laboratory and the following most probable root cause could be determined. In regards to the issue concerning the punctures from inside to outside an inappropriate handling (upside down) can be concluded. If the welding points of the inlay become loose, it will allow the product within the inlay to move. As a consequence, the holder of the venous probe may cause damages in terms of two punctures through the tyvek cover. Based on this investigation results the reported failure "holes in tyvekcover" could be confirmed. In regards to the packaging of several product a CAPA process was started and all further actions will be performed within the CAPA. The production records of the affected beq-hls 7050 USA#hls set advanced 7.0 with lot#70125812 were reviewed on (B)(6)2022. According to the final test results, all beq-hls 7050 USA#hls set advanced 7.0 sets with lot#370125812 passed the tests as per specifications. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in the us. It was reported in november 2018 that the customer had an hls set with a puncture in the sterile barrier. However, they no longer had the original packaging the hls set was shipped in. At the time the ssu (sales and service unit) did not registered that this could be caused by the contents inside the hls set pack because no any previous issues reported nor had we issued the recall in 2020 affecting only certain lot numbers. It was interpreted by the ssu that this as an issue being caused by the shipping carrier. The customer had asked for a return credit but they were requesting this more than 30 days after receiving the product and they no longer had the original box that it was shipped in, so the ssu told the customer it was not eligible for credit based on our returns policy. On (B)(6)2022 the ssu was contacted by the customer after receiving the most recent recall notification (ongoing fsca). The customer was not able to use the circuit after the puncture to the sterile barrier was noticed and saved it after it had expired. The customer provided a picture and requesting a credit for this hls set because they believe the puncture to have been caused by the contents inside the hls set. The affected hls set with lot#70125812 was produced in june 2018 and was expired in june 2020. As the reported failure in 2018 was misinterpreted by the ssu and the customer reported it again on (B)(6)2022 therefore this complaint has just been opened. The hls set was not used. No harm to any person has been reported. Complaint ID: (B)(4).